Event description:
Second revision surgery - due to dislocation. Reference 1st revision - (B)(4).

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 6.4 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was complete as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report history associated with this product: ncmr # 17199 involved 35 parts that were not laser marked per the blueprint; all of the parts were accepted as is. A review of the product complaint report history shows this is the fourth complaint for this product: one due to infection and three due to dislocation. This is the first complaint for this lot number. The root cause for the dislocation could not be determined with confidence. There is no indication of a product or process issue affecting implant safety or effectiveness.